Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this lead exhibited higher than expected pacing threshold values, as well as, a notable decrease in sensing. The lead was confirmed dislodged. No resulting adverse patient effects were reported. The lead was later surgically repositioned and remains implanted and the in service with favorable post revision measurements.